Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported by the bench that during device evaluation, the battery pca was observed to be broken and was causing battery identification issues. There was no reported patient involvement.

Event description:
It was reported by the bench that during device evaluation, the battery pca was observed to be broken and was causing battery identification issues. There was no reported patient involvement/adverse patient impact.